Event description:
It was reported that the right ventricular (rv) lead threshold have been elevated since implant. It was further reported that the rv lead was unable to be repositioned; therefore the pace/sense portion of the rv lead was replaced with a new pace/sense lead and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009 (B)(6). Concomitant product: 4194 implantable pacing lead 2009 (B)(6). (B)(4).